Event description:
It was reported that the patient alert sounded indicating low battery voltage. The device was explanted and replaced. No pt complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed a high current drain condition. However, further testing was unable to confirm the high current drain. The cause of the reported high current drain could not be determined due to an inability to reproduce the failure condition. It was reported that the patient alert sounded indicating low battery voltage. The device was explanted and replaced. No pt complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device was out of specification in a manner that relates to event premature eri (elective replacement indicator).